Event description:
Pt s/p left hip replacement in (B)(6) 2007 with chronic progressive left hip pain secondary to adverse local tissue reaction. Pt underwent left hip revision with removal of metal liner and head insertion of ceramic head and polyethylene liner.